Event description:
It was reported that approximately 5 months post-implant of a bifurcated device, the bifurcated stent graft was noted to be infected. Reportedly, the patient presented with a contained aneurysmal rupture, a proximal endoleak type I, and symptomatic (back pain, night sweats). After further assessment, it was found that the patient had history of hip replacement in (B)(6) 2012, and infection of the hip replacement site had occurred immediately postprocedure. The hip infection became recurrent and the physician believes this caused the infrarenal aneurysm and the bifurcated graft to become mycotic. The patient was treated with a thoracic stent graft placed proximal to the bifurcated device, at the right renal descending artery, which successfully corrected the endoleak. Additionally, surgical debridement of the aorta, with antibiotic irrigation of the bifurcated device was performed. The patient was reported to be doing well and was discharged home, with orders of 8 weeks of antibiotics. The physician indicated the patient will remain in oral suppressing antibiotic regimen for life, to prevent future infection recurrence, primarily related to the implanted hip hardware.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and images were received and reviewed by a clinical representative. The review confirmed the reported endoleak; which appears to have been caused by the device size selection. There is no indication that the device may have caused or contributed to the event. Regarding the mycotic condition of the stent graft, it was concluded that is unrelated to the device, and caused by infection of a previously implanted hip hardware. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.